Event description:
It was reported by the customer's father that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer discontinue use of device and revert to back up plan. Customer's blood glucose level was 118 mg/dl at time reporting. Noting further reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No number scrolling anomaly was noted on the display. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).